Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ eclipse¿ there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the abg, there was blood leakage from the barrel."